Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4),

Event description:
It was reported that droplets were found in the bd syringe luer-lok¿ tip packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "before using the 7240921 batch of syringes on the same day, (after taking it out of the refrigerator and before opening the package), it was found that there were droplets in the package of a syringe. The device was not unpacked. No damage to the packaging was found, and the same situation was not seen in the injection needle and filter needle stored with the syringe. The device is placed with the medicine at a temperature of 2~8°c for 3 months. After their company received the sample, the droplets in the package have disappeared, and the package integrity check was performed again. No package damage or other abnormalities were seen."